Event description:
Ous MDR - the pacemaker was found in safe mode and attempts to change the mode were unsuccessful. The decision was to explant this pacemaker and replace it. There were no adverse patient side effects reported. The device was returned for analysis.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the programmer displayed a reinitialization request. Therefore the pacemaker's memory content was thoroughly analysed. The analysis revealed that the pacemaker was operating in the safety backup program due to the detection of an invalid memory content as a result of an unsuccessful pre-programming. The unsuccessful pre-programming was a result of several communication disturbances most likely either due to a poor communication or external influences. In the case of an unsuccessful pre-programming - by design - the user will be informed through a warning message displayed on the programmer screen. In case that the pre-programming is not repeated, the pacemaker switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Upon interrogation a device status error message appears to notify the user. During the operation in the safety backup mode rf telemetry is not supported. In the further course of analysis the device was reinitialized and subjected to an electrical test. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. Furthermore, the ability of the device to communicate with a programmer either by using the programming wand or the rf telemetry proved to be flawless. In summary, the analysis confirmed the clinical observation, the device was operating in the safety backup mode due to an invalid memory content as a result of an unsuccessful pre-programming. However, the rf telemetry is not usable during the operation in the safety backup mode. After the reinitialization the device was operating as expected.